Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also updating information submitted on the initial medwatch report. Please reference section device code. Evaluation results: the reported malfunction of "device self discharged" was not duplicated during testing. Review of the device logs did not show any discharges during the reported event. The reported malfunction of "ECG fault 5 and ECG disabled" messages was attributed to a burnt resistor on the analog board. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device self discharged. Complainant indicated that the patient's rhythm did not changed and the device prompted "ECG fault 5" and "ECG disabled" messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a patient (age & gender unknown), the device self discharged. Complainant indicated that the patient's rhythm did not change and the device prompted an unknown "ECG fault". Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.